Event description:
Caller reported compact plus blood glucose results of 128 mg/dl, 63 mg/dl, and 27 mg/dl mg/dl within 10 minutes. Customer states she felt flush and retrieved and consumed a glucose tablet on her own. Caller reported another, separate comparison on the same system of 42 mg/dl, 75 mg/dl, and 90 mg/dl within 10 minutes. Customer successfully self-treated symptoms of hypoglycemia. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.